Event description:
It was reported that the user saw ¿low¿ and no numeric glucose on the ilet and companion app, with the ilet showing 49 mg/dl; a fingerstick five minutes later read 72 mg/dl, after which the ilet trended upward to 77 mg/dl and later 67 mg/dl with an upward arrow. Symptoms included hypoglycemia. Outcomes included user education and recovery after carbohydrate intake. Investigation included real-time troubleshooting, fingerstick comparison for calibration guidance, review of first-day system learning behavior, and education on the 15-15 treatment rule. Investigation of this case revealed that the device displayed a low glucose alert consistent with early system adaptation and sensor-to-fingerstick variance, with no malfunction observed and the system learning phase discussed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.